Event description:
The event is reported as: complaint alleged that during patient use the circuit disconnected from the end housing piece. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.